Event description:
The wire port of the cypher stent cracked during use. There was no pt injury. No anomalies were noted when the device was taken out of the package. The device was not resterilized. The device was not pulled from the packaging by the hub. The device was prepped according to IFU.

Manufacturer narrative:
Device history review was conducted, and the product met quality requirements for product acceptance. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.